Event description:
Upon investigation, manufacturer's domestic evaluations lab found the compact plus meter display screen shows signs of melting. No adverse event was reported. The device was returned.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.